Manufacturer narrative:
(B)(4). Date sent: 2/6/2020. D4: serial #: (B)(6). Additional information obtained: no adverse events for patient, just the extra time under anesthesia for surgeon to find the broken tip. Investigation summary: two devices were returned sterile, in the original packaging, with no apparent damage with the blade tip was intact and not broken off as reported by the customer. The devices were connected to a test handpiece and tested on a gen11. The devices were functional and worked as intended. There were no anomalies noted with the functionality of the devices. Two instruments were received sterile, in the original packaging, and with the black coating of the blade damaged. The blade tip was not broken off as reported by the account. This blade might have been damaged during transport to our analysis site. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to how the damage occurred. It is possible that the device returned is not the device complained about.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2020. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
I was reported that during a anterior vaganoma repair the tip of the device broke off inside the patient. The tip was retrieved. It is unknown how the procedure was completed.